Manufacturer narrative:
(B)(4). Additional information: the sample is not available for evaluation, therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). It is unknown if the sample is available for evaluation. However, if the customer decides to send in the sample, a follow-up report will be submitted once the evaluation has been performed. A batch review cannot be performed since there was no lot number provided.

Event description:
A customer reported to baxter (B)(4) of an interlink IV catheter set in which the set collapses when drawing back blood from a patient. There was no harm done to the patient; however the facility could not obtain blood samples and the patient had to have blood drawn by phlebotomy. No additional information is available.